Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon resection procedure, the surgeon said that the stapler did not fire properly. There were poor formed staples. There were no patient consequences. Case completed with another device of the same product code.

Event description:
It was reported that during a colon resection procedure, the surgeon said that the stapler did not fire properly. There were poor formed staples. There were no patient consequences. Case completed with another device of the same product code.

Event description:
It was reported that during a colon resection procedure, the surgeon said that the stapler did not fire properly. There were poor formed staples. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.